Event description:
I am hospital clinical pharmacist and today I was working in our outpatient cancer center and infusion center. One of the infusion centers nurses alerted me that there was a chemo spill of paclitaxel. After the spill was cleaned up according to our institution's policy and protocol, the nurse informed me that she believed the leak was coming from the filter on the tubing set. All components of the tubing appeared connected and intact and all usual safety measures for administration of chemotherapy were followed, including the use of chemolocks. The bag containing the medication as well as the tubing set were double bagged in a labeled hazardous bag for further inspection by pharmacy. While inspecting the in-line filter, the line easily separated from filter, which led me to believe the junction between the two had been compromised at some point and caused this event.